Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms or display ramping on its own anomalies were noted during inspection. The following cosmetic damage was also noted on the device: cracked case at reservoir window tube corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a button error alarm on her insulin pump. The patient's blood glucose value at the time of incident was 77 mg/dl. The customer stated that the numbers on the display screen kept scrolling without her volition while trying to program a bolus. No significant events led up to the keypad issues. Troubleshooting was initiated for the keypad anomaly and the button error occurred during troubleshooting. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.